Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: shoulder pain, bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5092230) that a female patient who underwent an unknown procedure with unspecified mentor saline breast prostheses underwent emergency surgery for blood clots three days after being implanted with the devices. In addition, the patient developed shoulder pain and bilateral capsular contracture (baker grade unknown). As a result, the patient underwent bilateral explantation and replacement with allergan textured saline breast prostheses on (B)(6)2010. This medwatch report is for the patient¿s right breast prosthesis.